Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high and unstable thresholds and r waves were 1.6mv. The right ventricular (rv) lead was explanted and replaced. No patient complications have been reported as a result of this event.